Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to loss of capture (loc) resulting in 10 seconds of asystole which could not be resolved with repositioning. The lead was removed and replaced without incident.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to loss of capture (loc) resulting in 10 seconds of asystole which could not be resolved with repositioning. The lead was removed and replaced without incident.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to loss of capture (loc) resulting in 10 seconds of asystole which could not be resolved with repositioning. The lead was removed and replaced without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.